Event description:
Rptr was part of a study. She had an insulin pump implanted in 1981. Evidently while the pump was implanted it released blood clots throughout her lungs. She also had a blood clot the size of a golf ball in her right atrium, requiring open heart surgery on 6/17/93. She has shortness of breath now.